Manufacturer narrative:
Log file analysis review date: 08/28/2015; log dates through 08/14/2015 to 08/28/2015: normal power consumption with intermittent suction. Additional notes: no alarms have been logged in the last 14 days of available data. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The system has multiple power sources available (ac adapter, dc adapter, and batteries).the steps for exchange of batteries and controllers are outlined in IFU and patient manual. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is two of three reports (3007042319-2015-02275, 3007042319-2015-02276 and 3007042319-2015-02277) submitted for devices related to the same event.

Event description:
It was reported from australia by the vad coordinator that the "patient was in the outpatient clinic today and has identified two batteries that maybe switching." "However, he also reports that it only happens when batteries are connected to port 2 on controller." It was stated that the "log files were sent in, however due to serial number of controller battery history was unable to be verified." It was also stated that "site electively decided to change controller and that all batteries were removed from use and replaced." No additional information provided. Investigation is ongoing. This is 2 of 3 reports.

Manufacturer narrative:
Unchecked "user facility". (B)(4) - battery / catalog number 1650de / expiration date 07-31-2015. Correction number: z-1607-2014. (B)(4) - battery / catalog number 1650de / expiration date 07-31-2015. Correction number: z-1607-2014. Batteries (B)(4) were not analyzed per d02898. Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for these batteries. The investigation determined that there is a potential for these batteries to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction could have contributed to the reported event. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and the batteries with the potential to malfunction due to faulty internal cells. Heartware has opened an internal investigation to address the issue of faulty lishen cells within the hvad battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-02275, 3007042319-2015-02276 and 3007042319-2015-02277) submitted for devices related to the same event.